Event description:
Customer reportedly received the following results on two different meters within 10 minutes: at 110s-range mg/dl (compact plus gp system) and 300s-range mg/dl (compact plus gt system). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer has discarded strip container. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus gp system. Reference medwatch (B)(6) for the compact plus gt system. Will not be returned to manufacturer.